Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No motor error alarms, unexpected no delivery alarms or displacement anomalies noted. The motor was tested outside the device and passed. However, the drive support disk was found slightly loose. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and belt clip slot. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm during bolus. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; and customer was able to complete rewind process. Alarm history showed no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.